Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2025. The patient was elevated on the transplant list due to recurrent driveline infections with various organisms with periodic methicillin-susceptible staphylococcus aureus (mssa) bacteremia despite suppressive antibiotics. The patient was admitted for the infections on (B)(6) 2025. The patient was treated with intravenous antibiotics. The device operated as expected and the pump was explanted which then resolved the infection. The patient was discharged on (B)(6) 2026 stable with their new heart.